Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported that they started feeling sick 3 days before the pump battery replacement in (B)(6). The patient was told there were holes and cracks in the catheter. The patient had the entire system taken out. No further complications were reported.